Manufacturer narrative:
(B)(4). A partial lead measuring 59.6cm was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that during a follow-up, elevated capture thresholds were observed. A chest x-ray revealed probable lead dislodgement. A month later, the dislodgement was confirmed. Decreased sensing was observed. The lead was explanted and replaced. The patient was in good condition.